Manufacturer narrative:
All available information indicates that the device and rv lead remain in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during a routine follow-up appointment it was identified that this pacemaker and right ventricular (rv) lead exhibited low pacing impedance measurements less than 200 ohms. In a review of the trend data, the low pacing impedance measurements first occurred in (B)(6) 2017. The device was temporarily programmed to doo pacing mode and the outputs were increased to 5.0 volts at 0.4 ms until a lead revision procedure could be performed. It was reported that the patient is pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a lead revision procedure was performed. The rv lead was surgically abandoned. A new rv lead was implanted and remains in service with the pacemaker. No additional adverse patient effects were reported.